Event description:
Heartmate 3 left ventricular assist device (lvad) patient presents with 3rd episode gastrointestinal bleeding post lvad implant which required hospitalization and a minimum of 2 units of blood transfused. At the time of admission international normalized ratio (inr) was 1.8, and aspirin was not in use. 2 units of blood were transfused, and an egd performed the day after admission did not reveal any bleeding source or stigmata of bleeding.